Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. . The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively. The mcs tip opened and closed properly. The installed tip never fell off during testing. The electrical continuity test and energy delivery test also passed. Additional investigation found a broken tube over molded adapter. A material approximately 0.11¿x 0.06¿ was missing and not returned the customer.

Event description:
It it was reported that during central processing, the monopolar curved scissors (mcs) instrument was not working. There was no report of patient involvement.